Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The coronary oad instructions for use warns: "use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device crown jumped forward which resulted in the viperwire advance guide wire to become fractured. The fractured component was successfully snared. The patient was stable. According to the physician, the driveshaft came into contact with the guide wire tip and resulted in the fracture.